Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. The pump was received with normal operating currents. The pump was monitored and no unexpected battery out limit alarms occurred. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer stated that when he tried to clear the alarm, he was unable to due to the keypad anomaly. The customer's blood glucose was 125 mg/dl. The customer stated that the insulin pump had been exposed to moisture and that he had the insulin pump in his pocket all day. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.